Event description:
Related manufacturer reference number: 2017865-2021-29674. Related manufacturer reference number: 2017865-2021-29675. It was reported a patient's atrial lead presented with noise and low pacing impedance. The left ventricular lead (lv) presented with a high capture threshold. The atrial lead was explanted and replaced in a procedure on (B)(6) 2021, the lv lead was attempted to be explanted but was unsuccessful. Post procedure the patient was recovering. New information received notes the left ventricular (lv) lead presented with dislodgement. There was also diaphragmatic pacing noted. This was addressed in a separate procedure on (B)(6) 2021 in which there was difficulty separating the lv lead from the right ventricular lead due to partial adherence. Once a laser was applied, the lv lead was explanted and replaced. Post-procedure the patient status was unknown.